Manufacturer narrative:
It was reported that the patient has not been able to connect to their programmer. Patient stated they had surgery done and did place their device into surgery mode. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Report type - should have been malfunction instead of serious injury section b1 type of report - only product problem (e.g., defects/malfunctions) should have been checked. Adverse event should not have been checked. Section b2 outcomes attributed to adverse - other serious (important medical events) should not have been checked. Section h1 type of reportable event should have been malfunction instead of serious injury.

Event description:
It was reported the patient underwent a shoulder surgery where the device was not placed in surgery mode. Subsequently, ipg could not communicate with external devices and programmer displayed the error message "cannot connect to generator. Generator is not responding" message. A recovery function was executed by an abbott representative, the ipg was successfully recovered, and ipg communication was restored.